Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two years post-implant of an implantable pulse generator (ipg) system, the patient died due to septic shock of unknown origin. Patient was seen in the physician's clinic 5-months prior to their death and there were no issues noted with the ipg system. The origin of sepsis was not determined.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.